Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The motor passed the motor test. The insulin pump was also received with a cracked display window and case at the display window corner, a scratched reservoir tube window, a cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and a stained address/serial number label and end cap sticker.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime multiple times. Customer stated that insulin was squirting out. No further information reported.